Event description:
I received the covid-19 nasal swab test. About 30 minutes to 1 hour after the test I had a terrible migraine all through the night until about 5 am. I woke up and my sub occipital muscles were incredibly sore. Since then I am getting on and off migraines, which I've never experienced before in my life. FDA safety report ID#: (B)(4).